Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received emergency medical services for low blood glucose on (B)(6) 2020. Blood glucose reading was 28 mg/dl. The customer stated that retainer ring had crack and reservoir did not locked in to place. The customer was treated with gel and injections. Customer alleged that insulin pump was over delivering insulin. Troubleshooting for the customer¿s low blood glucose was declined. The customer also reported high blood glucose of 450 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was active at the time of incident. The insulin pump and reservoir will not be returned for analysis.